Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient was up and down all night going to the restroom and they were kind of foggy after the procedure yesterday. Seven days later, they felt like they might have a urinary tract infection (uti) or like they had something stuck inside them. As a result, stimulation was decreased to 0.0 ma and the patient felt some relief, but they weren't sure if they were completely better; stimulation was then increased to 0.6 ma which was comfortable. On (B)(6), patient changed back to program 1 the day prior because the other program wasn't working for them because they were unable to go on their own. No further patient complications have been reported as a result of this event.